Event description:
The report received states that the unit stopped flowing mid delivery and had to be switched out and had a faulty antegrade valve.

Manufacturer narrative:
A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
The console was received and decontaminated. The reported event could not be observed as it was not duplicated, and it could not be identified in the logs. Quest medical will continue to monitor complaints for trends.